Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported there was nothing wrong with the device per past programming sessions. The device was returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain via a manufacturer's representative. It was reported that the patient was complaining of discomfort in the ipg pocket by their right flank. Impedances were checked and an x-ray did not indicate any movement or issue with system. Their system operated fine and the patient got pain relief from stimulation in chronic pain areas. The surgeon explored the pocket and observed no cause for the pocket pain and proceeded to explant as discussed with the patient before the operation. Two percutaneous leads were also noted to be explanted. The cause of the event was unknown. It was noted that the device will be returned and follow up has been conducted to determine the status of the device. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.